Manufacturer narrative:
(B)(4).

Event description:
Event as reported by customer from USA: when set a patient bolus rate of 7ml, it is actually giving 9ml (higher than the set dose). Is this possible? My staff noticed that when boluses are giving the bag runs out quicker, which is understandable, but it is making the bag run dry. Are the mds not setting the amount correctly? Delay in therapy:unknown. Need for medical intervention:unknown. Additional information (jul-21-2015): no human harm has been caused. Treatment settings: this will differ depending on md orders. Delivery mode: continuous with bolus as needed. Catheter used: 18gauge needle, 20 gauge catheter. B/braun medical perifix continuous epidural anesthesia tray lot # 61412390 ref 332220 prod code ce18tk. Drug administered: fentanyl/bupivacaine in 100ml IV bag. Priming method: anesthesiologist dependent. Most do manual. What volume was used for prime? Dependent on anesthesiologist. What was the bag volume:1005. Deviation observed: when giving bolus dose, it is giving an extra 1ml/3ml dose. Due to extra ml with bolus dose, bag is running out quicker.